Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure that the stent delivery system became stuck on the guide wire. The physician was loading the 3.5x12mm taxus express2 drug eluting stent (des) on to the guidewire of unk manufacturer. The stent delivery system (sds) became stuck on the guidewire and could not be removed. The sds did not come in contact with the pt. The guidewire and sds were removed and exchanged for other devices. The procedure was completed using another 3.5x12mm taxus express2 des and another guidewire of unk manufacturer. There were no pt complications reported.

Manufacturer narrative:
The complaint source confirmed that the product had been disposed. The manufacturing records for top assembly batch 9149164 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The root cause of the difficulties stated in the complaint could not be determined.